Event description:
It was reported that a freeflow occurred. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 05/29/1998. The serial number was not documented, therefore the pump was not returned for evaluation. The user facility has been informed of issues that could contrubute to overinfusion such as mis-programming the pump, misloading the set, or not using the roller clamp when the set is outside of the pump mechanism. The MFR has also implemented the following actions to reduce the possibility of overinfusion: the direction for use states to "close the mechanism by pushing the orange latch to the left. Verify that the tubing is full wthin the mechanism and the air in line detector. Do not use the door to close the orange latch." A label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert dated april 11, 1997 instructing the user to measure the mechanism gap, replace the follower housing assembly if necessary, and ensure the set is correctly loaded. If the mechanism gap becomes too narrow. It may become more difficult to correctly install the IV set.